Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad traces. No scrolling number display anomaly and no frozen screen noted. The insulin pump has minor scratched display window and cracked case at display window corners.

Event description:
Customer reported that none of her buttons were responding when she attempted a bolus delivery. The customer also reported the insulin pump's screen was frozen after changing out the battery. Customer's blood glucose was 110 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.